Event description:
It was reported that a home patient experienced a minicap where the sponge was out of the cap. This occurred during inspection of peritoneal dialysis supplies, prior to beginning peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 14 jul 2014 and 18 jul 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.